Event description:
Pt reports "rainbow prism" effect - od only following routine. Lasik case on (B)(6) 2017. One day post-op 5 day post-op were completed by co-managing ecp. Continued regularly scheduled post-ops with ecp at 1 month, 3 month, 6 month. I spoke to the pt by phone on (B)(6) 2017. He was still describing rainbow glare - od only but overall was very happy with vision/outcome. I instructed the pt to call tlc with any future questions or concerns. Cas. Vasc 20/20 od, 20/20 os. Rainbow glare od only. Ref MFR 3003288808-2017-00925.